Manufacturer narrative:
Correction: annex a: a040101. Annex g: g04088. Additional information: annex a: a0401. Annex g: g04036.

Event description:
It was reported that the device had high accuracy in volume, temperature and pressure. There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information : annex c : c23. Annex d : d11.

Event description:
It was reported that the device had high accuracy in volume, temperature and pressure. There was patient involvement but impact was unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative

Event description:
It was reported that the device had high accuracy in volume, temperature and pressure. There was patient involvement but impact was unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text: see manufacturer narrative.

Event description:
It was reported that the device had high accuracy in volume, temperature and pressure. There was patient involvement but impact was unknown.